Event description:
It was reported that a dexcom g7 sensor experienced a temporary signal loss to the ilet that resolved spontaneously without troubleshooting, consistent with intermittent loss of communication between the glucose sensor and the insulin dosing system. Symptoms included no reported clinical effects. Outcomes included no impact on use beyond brief interruption and no change in therapy. Investigation included a review of device telemetry and user report. Investigation of this case revealed normal function resuming with automatic reconnection and no reproducible malfunction identified. It was concluded that the event was related to transient connectivity interruption with no adverse health consequences and no device failure confirmed.